Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5094558) on 10-jun-2020. The most recent information was received on 07-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines"), vertigo ("vertigo"), feeling abnormal ("brain fog") and hot flush ("hot flashes"). The patient was treated with surgery (removal surgery for essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, vertigo, feeling abnormal and hot flush outcome was unknown. The reporter considered back pain, feeling abnormal, hot flush, migraine, pelvic pain and vertigo to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines"), vertigo ("vertigo"), feeling abnormal ("brain fog") and hot flush ("hot flashes"). The patient was treated with surgery (removal surgery for essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, vertigo, feeling abnormal and hot flush outcome was unknown. The reporter considered back pain, feeling abnormal, hot flush, migraine, pelvic pain and vertigo to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.